Event description:
The customer contact reported the homecare patient received less medication than intended. On an unspecified date and time, the pump was programmed in the continuous mode to deliver an unspecified concentration of 5fu, at a rate of 2ml/hr, with a container size of 192ml for a duration of four days. It was reported that four days after the delivery was started, the patient returned to the user facility to have the device disconnected. At this time, the nurse noted that 155ml remained in the container instead of the expected 18ml. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. During testing at the use facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.